Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l package was damaged. This was discovered before use. The following information was provided by the initial reporter: your products are controlled intensively when they arrive, so that our performance and quality meet the high demands of our customers. Unfortunately we have the following complaints: herewith we confirm that the listed goods have been properly stored and handled since delivery, especially that they have not left our responsibility.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l package was damaged. This was discovered before use. The following information was provided by the initial reporter: your products are controlled intensively when they arrive, so that our performance and quality meet the high demands of our customers. Unfortunately we have the following complaints: herewith we confirm that the listed goods have been properly stored and handled since delivery, especially that they have not left our responsibility.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found.